Event description:
Device report from synthes reports an event in (B)(6) as follows: this (B)(4) is related to (B)(4) which reports about the event after the primary surgery. This (B)(4) reports about the event after the primary surgery. It was reported that 9 years ago, the patient underwent the surgery with the afn implants. Procedure was completed successfully. After the surgery, it was found that the patient had proximal femoral trochanteric comminuted fracture. On (B)(6) 2021, the patient underwent open reduction internal fixation surgery for proximal femoral trochanteric comminuted fracture with the nail in question. The surgeon performed a side-plate reinforcement by using a cement, lcp plate, and cable. Procedure was completed successfully. This report is for one (1) unk - nail head elements: tfna helical blade. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
This report is for an unk nail head elem: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this (B)(4) is related to (B)(4) which reports about the event after the primary surgery. This (B)(4) reports about the event after the primary surgery. It was reported that 9 years ago, the patient underwent the surgery with the afn implants. Procedure was completed successfully. After the surgery, it was found that the patient had proximal femoral trochanteric comminuted fracture. On (B)(6) 2021, the patient underwent open reduction internal fixation surgery for proximal femoral trochanteric comminuted fracture with the nail in question. The surgeon performed a side-plate reinforcement by using a cement, lcp plate, and cable. Procedure was completed successfully. This report is for one (1) unk - nail head elements: tfna helical blade. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
This report is for an unk nail head elem: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.